Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate that during a laparoscopic repair of incisional hernia procedure, the device was inserted and the mesh failed causing serious injury and illness. Unknown if device will be returned.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018